Manufacturer narrative:
Additional information. Te device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked; further described as ¿leaked at patient line.¿ this was observed during a ¿cleaning step¿ of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.